Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product : 4068-45 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular lead had insulation damage. The lead had previously been programmed to a unipolar pacing mode and was operating within limits so it remains in use. No patient complications have been reported as a result of this event.